Event description:
Received an email form a patient's spouse on (B)(6) 2012. The email stated: "I got a solicitor call from acuvue (sic) a few weeks ago, and decided to buy some contacts for my (spouse), when (he/she) was trying to put the contacts in the right one scratched (his/her) eye and it had a dry spot or something in the lens and I had to pay over (B)(6) in eye surgery because your product almost blinded (his/her) right eye. I am so enraged right now since (he/she) has a permanent scar now in (his/her) right eye and I'm going to sue your company for this situation. I'm pissed." Multiple attempts to contact the patient have been unsuccessful. The precise nature of the reported injury is unknown; this is being reported as worse case. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.